Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer experienced high blood glucose level was over 465 mg/dl. Customer current blood glucose was 135 mg/dl. Customer had high blood glucose was treated with bolus with pump. Customer does not alleged pump was under delivering. Customer also stated that the cannula was tend and drive support cap was normal .troubleshooting was performed for high blood glucose. Troubleshooting was performed. The product was not returned for analysis.